Event description:
It was reported the device was used during a cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. The clips fell into the abdominal cavity. There was no pt consequence.

Manufacturer narrative:
Tracking #46932. Ees #.976952/a. D5;h4: information not available, device not returned for analysis.